Event description:
Reportedly, at (B)(6) hospital, during a follow up of a reply 200 dr sn: (B)(6), on 9th of april, several episodes of inappropriate mode switch were found. All this episodes present a fixed atrial rate of 125/250 ms interval between each sensed event. The inappropriate ms were confirmed also by performing an external ecgs which confirmed a normal sinus rhythm and no af on going. Are these episodes are related to an oversensing of vm sensor? These episodes were found only during the last follow up, whereas no other episodes were found in the previous fu. The patient has the sensors in learning mode and sleep apnea function on. The lead is an intermedics-guidant 425-33 unipolar sn: (B)(6), cy with a floating dipole in atrium in order to sense the atrium activity. The pm is programmed in vdd and all the measures are ok except from a little oversensing in the v channel apparently due to the age of the lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed that the latest mode switch episodes are due to oversensing of the minute ventilation (mv) signal. The subject device is connected to the vdd intermedics-guidant 425-33 unipolar sn: (B)(6) lead. The data from (B)(6) 2020, (B)(6) 2021, (B)(6) 2022, (B)(6) 2023, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2025 were provided. Until (B)(6) 2025, the device paced the ventricles 98%, the electrical measurements were normal despite the ventricular pacing threshold at 1,5v. Some ventricular oversensing episodes were recorded, most probably due to the unipolar lead. The atrial oversensing started around (B)(6) 2025, leading to inappropriate mode switches, occurred suddenly on (B)(6): - increase of the atrial detection - decrease of ventricular pacing - atrial arrhythmia detection: 67 days. First atrial arrhythmia between (B)(6) 2025 the mv signal is measured through the atrial dipole: injection on the atrial tip, measurement on the atrial ring. It is not clear why this atrial oversensing (mv sensor oversensing) occurred suddenly on (B)(6) 2025. It is most probably related to the ¿age¿ of the vdd lead and some issue at the level of the atrial dipole. On the ventricular side, no issue is suspected: the atrial oversensing is most probably due to the mv sensor due to some issue on the vdd lead. The lead seems to function correctly when the mv sensor is off. It is recommended to replace the lead when the device will be replaced at rrt. No general malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, at (B)(6) hospital, during a follow up of a reply 200 dr sn: (B)(6), on (B)(6), several episodes of inappropriate mode switch were found. All this episodes present a fixed atrial rate of 125/250 ms interval between each sensed event. The inappropriate ms were confirmed also by performing an external ecgs which confirmed a normal sinus rhythm and no af on going. Are these episodes are related to an oversensing of vm sensor? These epiesodes were found only during the last follow up, whereas no other episodes were found in the previous fu. The patient has the sensors in learning mode and sleep apnea function on. The lead is an intermedics-guidant 425-33 unipolar sn: (B)(6) with a floating dipole in atrium in order to sense the atrium activity. The pm is programmed in vdd and all the measures are ok except from a little oversensing in the v channel apparently due to the age of the lead.